Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) triggered right ventricular (rv) lead impedance alerts causing concern for the physician about the lead. The cause of the alerts is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, a message was displayed that indicated ¿lead monitor identified a ventricular lead warning and has changed polarity to unipolar¿. An attempt was made to reprogram the ventricular lead polarity back to bipolar but the implantable pulse generator (ipg) lead monitor would not allow the change. The lead monitor was turned off, all impedance measurements were within normal limits and when the lead monitor was turned back on, the polarity on the lead was able to be programmed back to bipolar. The ventricular lead and the ipg remain in use. No patient complications have been reported as a result of this event.